Event description:
As reported for this event by the customer, during a therapeutic pediatric laparoscopic appendectomy, the device tissue pad was worn out and became unusable. An error code was displayed at the time of the event. Details of the error code are not known. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. Intelligent tissue monitoring (itm) function was on at the time of the event.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was found to be worn out at the distal end and the probe was found to be broken at the distal end as well. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: the ultrasonic output was activated while the distal end of the grasping section was grasping the body tissue. The probe was contacting the tissue pad at the rear end of the grasping section causing the tissue pad to wear severely. It also caused the contact mark. The output was activated while the probe was contacting the non-insulated area causing an error. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.